Event description:
It was reported that the air dermatome handpiece had an cutting issue. Despite multiple f/u attempts with the customer, no add'l info was able to be obtained regarding the reported event.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on (B)(4) 1999 and was last repaired on (B)(4) 2013 for a similar issue. Eval of the device observed the handpiece had nicks and wear to the neck and shaft, along with a nick on the head, wear to the ears, and wear along the leading edge of the control bar. The safety switch was missing from the throttle lever. It was noted that the motor was intermittently erratic. Prior to repair, the device was within calibration specs at all tested thickness settings. Repair of the device included replacement of the neck, housing, throttle lever, swivel, and all standard repair parts. In post repair analysis, discoloration to the motor sleeve and swivel were observed. Also, corrosion to the neck, housing and reciprocating arm were observed. The customer did not return any associated blades with the unit. Unable to determine a cause of the reported event of a "cutting issue"; however, the cause of the discoloration and corrosion was likely due to the accumulation of moisture within the handpiece. No info was obtained regarding customer's cleaning or sterilization practices; however, improper cleaning or sterilization could have caused the discoloration and corrosion, which likely damaged the interior of the motor over time. Additionally, no info is known regarding the technique or methods utilized by the user during the reported event; however, incorrect user technique could have caused the device to take an undesirable graft. The device was serviced and returned to the customer.